Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she went to the emergency due to excessive bleeding after the sensor punctured an artery. The sensor had been inserted in her doctor's office earlier that day. By the time she got home, the tape was soaked in blood, and the customer called the paramedics. The customer has asked for reimbursement for the emergency room visit. Nothing further was reported.